Manufacturer narrative:
The pump has been returned and evaluated by product analysis on (B)(6) 2016 with the following findings: during the investigation, a call service alarm 069 was reproduced and was unable to be cleared post-reboot attempt. The call service alarm 069 failure was defined as a language file corruption upon the language text retrieval and was recorded in the black box data as a call service alarm 87 failure. The investigators determined that the error is resident to u39 flash chip failure. This report is made under the requirements of the medical device reporting regulations and does not constitute an admission on the part of animas of any deficiency in the performance of the device.

Event description:
On (B)(6) 2016, the reporter contacted animas, alleging a call service alarm 069 issue. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.